Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08730 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. Device uploaded properly using carelink. Device had intermittent button response on the express bolus, esc and act buttons due to flattened dome switches (no crease). No button error alarm noted. During visual inspection, the j2 keypad connector on the lcd/b was found locked properly. Device had minor scratched display window, cracked case at display window corner, broken battery tube threads, cracked reservoir tube near the reservoir tube window, scratched reservoir tube window, cracked reservoir tube lip and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the customer was hospitalized due to hyperglycemia on (B)(6) 2019 with blood glucose level was 350 mg/dl. The customer was treated with manual injection and taking him off the insulin pump. The customer reported that the plastic was missing when changing the battery. Troubleshooting was declined. The customer was advised to discontinued to use the insulin pump and revert to back up plan. The insulin pump will be returned for analysis.